Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 3058 urinary ipg, implanted: (B)(6) 2016; a2dr01 ipg, implanted: (B)(6) 2018; 5076-52 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high capture thresholds. The physician planned to reposition the lead. However, there was difficulty in retracting the helix. The helix appeared bent and stretched. The lead was explanted and replaced. No patient complications have been reported as a result of this event.